Event description:
It was reported patient experienced decreased stimulation following a fall due to low impedances. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of low impedances was not confirmed or duplicated during analysis. The root cause of the reported observation was not ascertained; the device exhibited normal device characteristics when using a clinician programmer and performing a system impedance test, all ipg electrodes measured within the expected range. The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.